Manufacturer narrative:
At this time, vyaire medical is in the process of evaluating the suspect device. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator was shutting down on its own. There was no report of any patient involvement associated with this reported event.

Manufacturer narrative:
Device evaluation: d10, g4, h2, h3, h6, h10. Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. The main board was reprogrammed to address the reported issue.